Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during an interrogation, it was noted that the implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead showed a spike in the impedance reading from approximately 500 ohms to 3000 ohms two months earlier. During the current interrogation the ra lead impedance measurement was between 400 to 600 ohms. Further review found oversensing from the ICD seeing the minute ventilation signal. This caused inappropriate mode switches to occur. Boston scientific technical services (ts) suggested turning off the rate response trend feature and to consider performing isometrics and pocket manipulation. The field representative indicated that the rate response trend feature was programmed off and isometrics did not elicit noise. The ICD and another manufacturer's ra lead remain in service and no additional adverse patient effects were reported.